Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
An implant attempt was reported as during the implant procedure the right ventricular lead had high impedance. The lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.